Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) went to a blue screen and stopped working. She was able to get the unit back up and running. The hard drive (hdd) had never been replaced on this unit and she was advised by nihon kohden's technical services that the hard drive (hdd) should be replaced every 2 years, per the service manual. The unit was never sent in for evaluation. The unit was in use on patient at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) went to a blue screen and stopped working.